Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record confirmed the device was manufactured and shipped in accordance with the manufacturing specifications. Based on the information provided for the investigation, the reported event was not reproduced, and a definitive root cause could not be determined olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the videoscope cable had no image. The issue occurred during an unspecified procedure. There were no reports of patient harm.